Event description:
Customer reports applying aloe vesta protective barrier once to his bilateral lower extremities (anterior calves) on (B)(6) 2013 and then noticed redness with no signs of itching on (B)(6) 2013, within 2 days of application.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that end-user washed his bilateral lower extremities with aloe vesta perineal skin cleanser last night and the next morning of event occurrence, and states that there is no signs of itching and the redness has started to decrease. An investigation request was sent to the manufacturer on (B)(4) 2013. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Third party manufacturer: (B)(4).